Manufacturer narrative:
Physio-control verified the reported problem. The missing energy select knob was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during routine testing. The customer called to report that the device energy select knob was missing. There was no pt use associated with the reported event.